Event description:
It was reported that the insulin gauge on the pump displayed an amount different than expected, with a current fill estimate of 85 instead of the expected 268. There was no adverse impact to the customer's blood glucose level. Technical support advised the caller to ensure air is removed from the cartridge before filling, which the caller acknowledged. However, the caller chose not to load a new cartridge and decided to continue using the current one.